Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing/ abnormal shutdowns) was confirmed. Upon investigation the monitor displayed failed a baseline test and was resetting. The cause for the failure was isolated to a shorted q701 component on the computer/analog pca. The c19 negative lead had a broken solder connection that caused the resets. The root cause of the shorted q701 capacitor and broken solder connection cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.